Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins). It was reported that the patient thought her implant may have shifted/moved because ever since she used a foam roller in that area her skin over the implant has been sensitive. She stated the implant site did not hurt, it just felt sensitive when she sneezes or walks she feels this dull ache. She stated she got device to help with problems with diarrhea, but she had started having issues with diarrhea and had very watery stools where she would have no control and get fecal incontinence in the middle of stores. The patient stated about a week prior her doctor had her turn stimulation up from 3.8 to 4.0 and she started eating potato soup to thicken stool and that worked. She stated she would feel stimulation start up on the right side of her vagina to let her know when she needed to get to the bathroom. Her symptom control got better since she increased the stimulation and over all she liked the stimulator but wanted to mention this because she could feel the stimulation signal her when she needed to use the bathroom, so she knew the device was working. She confirmed that the return of diarrhea symptoms had been prior to using foam roller at the gym. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they did notify their doctor that the implant might have shifted, but no appointment has been made. When asked the circumstances that led to the implant may have shifted/moved the patient stated they were in the gym using a floor roller and was in discomfort the very next day. When asked what steps were taken to resolve the implant may have shifted/moved the patient stated nothing. They stated the actually think/thought they had pushed it in deeper. The discomfort lasted 2 weeks, but now they are fine, no more discomfort.